Event description:
A caregiver (cg) contacted global technical services regarding a check lines and bags alarm on the homechoice (hc) machine during last fill. The fill volume (fv) = 18 ml. The cg stated that the heater bag was empty and she respiked it with a supply bag. The cg requested assistance to bypass refilling the heater. The technical service representative (tsr) advised the cg to end therapy and explained not to respike supply bags. The cg stated that she tried everything and was unable to replenish heater bag so she respiked with supply bag. The tsr advised the cg to call when the hc alarms. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). Sample availability and lot information are unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a check lines and bags alarm. The report was not confirmed due to lack of product sample. A batch review was not performed because, the lot number was unknown. Based on the information obtained from baxter's investigation, the root cause of the reported condition was due to an empty bag. The caregiver stated the heater bag was empty. A use error (patient respiked supply bag after receiving alarm) was also reported. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.